Manufacturer narrative:
Device evaluation details: the product was returned for evaluation and the evaluation has been completed. Biosense webster (bwi) conducted a visual inspection and screening test of the returned device. Visual analysis of the returned device revealed reddish brown material inside and a hole on the pebax with internal parts exposed. The magnetic and force feature was tested, and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. The force issue described was unable to be duplicated during the product investigation however, the blood inside the pebax area found could be related to the reported issue as a potential cause. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. A manufacturing record evaluation was performed for the finished device and no internal action related to the reported complaint condition were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. E1. Initial reporter phone: 058-277-2277 if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-001474903

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter for which biosense webster¿s product analysis lab (pal) identified a reddish brown material inside and a hole on the pebax with internal parts exposed it was initially reported by the customer that there was a contact force error and the patient interface unit (piu) and the ngen generator were restarted but the issue was not resolved. They changed to cryo and replaced the lan cable.